Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Freestyle librelink complaint was investigated, and it was determined that there were no issues with the librelink application that would have led to the complaint. Attempted reproduction of the issue did not indicate that there was an issue with the application, based on provided information. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per customer report of "two weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the message "no messages appearing" with scan of freestyle libre sensor, while using librelink (customer does not have reader). The customer was unable to monitor glucose and subsequently started to experience a seizure. The customer was treated with lucozade soft drink by a third party. There was no report of death or permanent injury associated with this event.